Event description:
Patient received hip tep right side. Revision because of disassociation of liner from the shell. We know that there is a mix match situation as stem and neck are competitor parts. Although we ask to investigate the pe liner because of disassociation and oval pe wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices have been used off label per the initial complainant reporting. It has been reported that the patient suffered a trauma prior to the reported event. Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. Review of patient pre-operative radiographs finds acetabular cup alignment is not optimal. It is suspected that the devices were not fully engaged when first implanted, later leading to the disassociation now reported. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.